Event description:
It is alleged by the attorney that on (B)(6) 2013 the pt underwent a laparoscopic and gastric bypass in which it was alleged that the pt's intestine was perforated by the surgeon and the pt developed multiple medical problems including sepsis. The pt was required to undergo several subsequent operations to repair the perforated colon. In a subsequent procedure, intestinal contents were found at the lower edge of the previous dissection. A colonic fistula occurred as a result of the procedure. Multiple surgeries were required. Subsequently the pt was put on a ventilator due to respiratory distress. The pt was brought back to the operating room for a infected wound incision. The pt also underwent cardia arrest and suffered from acute renal failure. At (B)(6) later, the pt had to be operated on by another physician for a large incisional epigastric ventral hernia, midline colonic and cutaneous fistula and intra abdominal adhesions. During this procedure, the pt was found to have infected marlex mesh which was implanted during the gastric bypass procedure. There is no indication at this time that the mesh was excised. The pt suffered from sepsis due to the initial injury at the site of the colon. The pt further alleges that the marlex mesh caused the pt to suffer physical pain. It is alleged that the mesh was found to be susceptible to shrinkage and contraction inside the body. As a result of the implantation of the mesh, it is alleged the pt has permanent physical injuries and emotional pain and suffering.

Manufacturer narrative:
Addendum to the initial report. Based on medical records received, the patient underwent implant of an unspecified bard/davol sepramesh and not a bard/davol flat mesh as was originally alleged by the patient's attorney. The medical records provided indicate the patient's multiple comorbitidities, multiple abdominal procedures and complex medical history may have caused or contributed to the problems experienced post implant with no indication of any bard/davol mesh involvement. In addition the medical records do not indicate the mesh to have shrunk or contracted inside the patient as was originally reported also there is no indication that the mesh was infected per the medical records. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2007 - this is a patient with a surgical history of primary closure of a ventral hernia in 2002,bowel resection in 2003 and cancer with chemotherapy. Patient was diagnosed with a large incarcerated ventral hernia and underwent repair of hernia with implant of an unspecified bard/davol sepramesh device in the upper abdomen. Of note lysis of adhesions was performed and small bowel loops were identified in the sac which were carefully freed and pushed back to the abdominal cavity. (B)(6) 2007 - postoperative office exam indicated the patient was healing well. (B)(6) 2013 - (B)(6) 2013 - as noted the patient had chronic obstructive airways disease, hypertension and reflux. She has a progressive history of gaining weight until she experienced massive obesity without any significant improvement with dietary control. Because of her previous surgery and a significant risk , patient was discouraged from having gastric bypass surgery until she became massively obese. Patient underwent a open gastric sleeve operation due to long term obesity. There was extensive lysis of adhesions performed; however, at the time of surgery, it was not felt that any organ injury had occurred. Third day postop the patient was diagnosed with sepsis from perforated transverse colon. Patient underwent an immediate laparoscopy followed by laparotomy with repair of the perforated colon and peritoneal cleansing. Per the op report details "a very densely adherent transverse colon to the anterior abdominal wall where a previous mesh had been placed to repair a ventral hernia. There was a very small perforation that had been well localized with the adjacent omentum walling it off. It was thought the perforation may have come from traction on the intestine at this point (no indication in the details provided that any sepramesh was involved at this time.) In the following weeks the patient underwent additional procedures for wound vac changes as well as abdominal wound debridement. (B)(6) 2013 - patient was diagnosed with a midline colonic cutaneous fistula, a ventral hernia and possible chronic infected "marlex" (believed to be previously implanted sepramesh) mesh of the abdomen. Patient underwent a multi part procedure which included excision of hernia sac, abdominal skin, colonic cutaneous fistula, lysis of intraabdominal adhesions and repair of the large ventral incisional hernia with application of wound vac. Per the operative report details, "peritoneal cavity was irrigated and no infected mesh was found."

Manufacturer narrative:
As reported there was a intestinal injury during th e procedure in which the davol mesh was used. It later appears that the site was contaminated and an infection developed. As alleged the pt was treated for infection, adhesions and fistula which are all known as possible adverse reactions in the instructions-for-use. Without a lot number, a review of the manufacturing records could not be conducted. It was also reported that the mesh contracted resulting in abdominal pain due to tension on the repair. Based on the information provided at this time no definitive conclusions can be made to the degree to which the davol device contributed to the problems experienced by the pt. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.